Event description:
The international customer reported the ventilator went vent inop upon power up due to an exhalation motor error. The device was not in use on a patient therefore there was no patient involvement or harm. Vent inop, when in use in normal ventilation mode operation, will stop providing ventilatory support to the patient. The manufacturers service technician replaced the exhalation valve to address the reported problem.